Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported in medwatch report mw5187558 that the patient experienced pain at the ipg site and numbness. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted to address the issue.